Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency department after receiving therapy from their implantable cardioverter defibrillator (ICD). A remote transmission was sent. Information received on the remote transmission was reviewed by qualified personnel. It was determined that an supra ventricular tachycardia (svt) episode was classified by the device as a ventricular fibrillation (vf) event, which resulted in the patient receiving multiple inappropriate therapies. Follow up was conducted and no further information was ascertained at this time. The device remains in use. No further patient complications have been reported as a result of this event.